Manufacturer narrative:
An additional lot number was reported (lot # m020750). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an alarm 30 occurred during basal delivery. Blood glucose (bg) was 300 mg/dl. The customer reverted to an alternate pump for insulin therapy. During follow up with tandem technical support, the customer's bg level went down to 85 mg/dl. Reportedly, the customer was able to load a cartridge successfully, and continued using the tandem pump for insulin therapy.